Manufacturer narrative:
Corrected data: h6(health effect- impact code: removing ¿no health consequences or impact¿ and adding ¿no patient involvement¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the device having physical damage led to the malfunction. The event can be detected/prevented by following the instructions for use which states the prevention methods in ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ and the detection methods in¿ jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign matter coming out of the air/water nozzle. There were no reports of patient involvement.